Event description:
On (B)(6) 2013 a nurse contacted animas alleging that the patient has had elevated blood glucose (bg) once to twice a week for the past two to three months. The reporter noted no other symptoms have been reported, no bg values could be provided, and confirmed no hospitalizations have occurred as a result of the alleged bg excursions. The patient reportedly corrects elevated bgs with syringe injections. Customer technical support reviewed the pump with the reporter and found all settings and histories are correct. A review of the prime history indicated that the patient was not priming enough insulin with set changes, resulting in being without insulin for 10 to 12 hours which would lead to the alleged bg excursions. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy with use error as a cause or contributor in the reported incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).